Event description:
It was reported that while in the operating room, when breaking the wings at the proximal part of the arrow smart seal that was placed in the pt's right internal jugular vein, the one wing broke off and the sheath did not peel away. As a result, the clinician had to cut the peel-away loose with a scissors. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4).